Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation and atrial flutter a farawave was selected for use. After performing the pulmonary vein and posterior wall isolation, the physician was checking the posterior wall electrical activity and the patient suddenly went into ventricular tachycardia. Numerous cardioversions and defibrillations were attempted without success. Advanced cardiac life support (acls) protocol was performed, including cardiopulmonary resuscitation and medication. After approximately 35 minutes of acls with lack of resuscitation, the physician called time of death. Patient was not on protamine. The patient had history of low ef (20%), open heart surgery for cardiac bypass and transaortic valve replacement. Left atrial pressure was high before ablation. 74 applications were given, no wall motion abnormalities observed.